Event description:
It was reported that the patient experienced recurring incontinence with the artificial urinary sphincter (aus) cuff due to hole inside pillow. No patient complications were reported.